Manufacturer narrative:
Based on the fse's investigation, the root cause of the vision issue experienced by the site was not determined. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the surgeon made the decision to complete a da vinci hysterectomy with bso procedure using open surgical techniques, due to a vision issue. There was no allegation of any patient harm as a result of the reported event.

Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy (bso) procedure, it was noted that the light intensity from the light guide cable was very dark. The site contacted intuitive surgical, inc. (Isi) for technical support engineering (tse) assistance; however, prior to contacting tse, the surgeon made the decision to complete the procedure using open surgical techniques. The tse attempted to troubleshoot the vision issue and indicated to the initial reporter that the issue may be associated with the lamp module, light guide cable or the video settings. The initial reporter indicated that they did not have time to troubleshoot the issue at that time. There was no patient harm reported. On (B)(4) 2014, a field investigation was performed by an isi field service engineer (fse). The fse was unable to replicate the vision issue experienced by the site. The fse found that the light output from the system's illuminator was over 1250 lumens and the camera head had 435 lumens. The fse found that the illuminator's bulb was slightly low; however, the camera head light was within specification. The camera head focus was tested and there were no issues noted. Review of the site's system logs found no associated error codes.